Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead placement, the patient¿s blood pressure started to drop. A pericardial window was performed to alleviate swelling of the patient¿s heart. The rv lead was suspect of perforating the patient¿s heart. The rv lead was repositioned and implanted after the patient¿s condition had stabilized. The rv lead remains in use. No further patient complications have been reported as a result of this event.